Event description:
Experiencing discrepant results on multiple tests, multiple patient samples. The following examples were provided: in 2007, patient (1) initial calcium result >20.0 mg/dl, repeated twice, gave results of 8.3 mg/dl and 8.8 mg/dl. Patient (2) initial calcium result >20.0 mg/dl, initial co2 result 1 mmol/l. Same sample repeat twice gave results of 7.0 mg/dl and 7.3 mg/dl for calcium and 33 mmol/l and 31 mmol/l for co2. At about 2 days later, patient (1) initial glucose result 0 mg/dl, same sample repeated gave result of 99 mg/dl. Patient (2) initial total protein result 0.0 g/dl, repeat 4.5 g/dl, ast result o u/l, repat 24 u/l, alt result 16 u/l, repeat 15 u/l. At about 2 days later, patient (1) initial co2 result 1 mmol/l, repeat 25 mmol/l. Initial results were not reported. The field service representative was able to determine cause.